Event description:
Allegedly, patient felt pain, mom possible high metal ion levels, the cup on film appears to be vertical and could be loose, patient claims they have a taste of metal in their mouth. Biomet shell and liner went in with mpo head. Components not revised: pyrd0005, lot 026284371, profemur raz stem flare std collar no taper slt length 146 mm, qty 1. Pha01202, lot 106381227, profemur neck neutral short size, qty 1.